Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated with low vaulting. The lens was repositioned but this did not resolve the problem. The lens was exchanged with a same length but different axis lens and this resolved the problem.

Manufacturer narrative:
H3 device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the product. Visual inspection found the lens haptic torn, bent and stretched out. Dimensional inspection found the lens within specifications. (B)(4).